Event description:
Received report claiming smart drive mx2+ device failed to disengage the drive motor after having given a double tap of the e2 smart watch. No injuries were sustained as a result.

Manufacturer narrative:
The end-user contacted permobil for assistance in updating their e2 tic watch to the latest version of software. In their conversation, the end-user reported an incident having occurred toward the end of 2021 (thinking november) where they attempted to stop the smartdrive device by giving a double tap of the e2, and the unit reportedly continued to run. The end-user reported they did not receive any injuries as a result and were able to turn off the device at the main power switch. The end-user claims not having any recollection if the app was running at the time of the event. An issue was found by engineering where they identified a missing code in the smartdrive mx2+ application that handles anr (application not responding) application errors. Specifically, if the application crashes on the wearable due to an anr error, the error handling logic fails to stop the bluetooth communication to the smartdrive mx2+. As a result, the motor continues to run, and the user may not be able to stop the device using tap gestures. A CAPA investigation, 23-002, was opened to address this issue. As part of the investigation, it was determined the way to know if an anr event occurred, it could be detected by the screen on the wearable. If it is reported the screen is blank/dark during or just after the event, or if the end-user recalls the need to restart the mx2+ application to restore operation. As the end-user has no recollection of the app status at time of event, permobil is unable to reach a determination as to possible cause without speculation. The permobil team instructed the end-user through the process of updating, and the e2 has been updated to v1.1.00. The DHR was reviewed, and the device was found to have met specifications prior to distribution.